Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The issue persisted across multiple usb cables. The customer provided a blood glucose (bg) level of 193 mg/dl; however, also reported that an elevated bg was experienced due to the pump shutting off because of the charging issue. The customer declined to provide additional information regarding the elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.